Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 08 mar 2017. The reported condition that the device locked closed and would not open was not confirmed. The jaws opened and closed normally. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an appendectomy, the device locked closed and would not open.